Event description:
While performing onsite service for the device it was identified by an authorized field service engineer that the unit was not recognizing the installed therapy cable and test load. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was discovered that the unit failed to recognize the installed test load and therapy cable. As a result of the noted issue, it was advised that the processor pca would need to be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.